Manufacturer narrative:
Concomitant products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v902684 implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# v902684, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an open circuit on electrode 3 with impedances reported as follows: c,0 = 1454 ohms; c,1 = 907 ohms; c,2 = 904 ohms; c,3 = 7390 ohms, 0,1 = 1534 ohms; 0,2 = 1531 ohms; 0,3 = 8626 ohms; 1,2 = 36 ohms; 1,3 = 6697 ohms; 2,3 = 6697 ohms. The patient was programmed to c+,2-. Patient outcome was noted as no injury.